Event description:
It was reported that during an unspecified procedure on an unspecified date, the 6.00x60mm armada 18 balloon dilatation catheter (bdc) ruptured. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another bdc was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Date of event ¿ estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. Factors that may contribute to a material rupture include, but are not limited to, inadequate balloon integrity, interaction with challenging anatomy, interaction with accessory devices, and/or inflating above the rated burst pressure. In this case, based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3 - device not available for evaluation.